Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was completed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of the valve being implanted in the incorrect orientation was unable to be confirmed due to unavailability of relevant procedural imagery. However, there was no indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''it was observed accumulation of blood in the left cavities indicating that the bioprosthetic valve was inverted''. Per instruction for use (IFU), ''the physician must verify correct orientation of the thv prior to its implantation to prevent the risk of severe patient harm''. Furthermore, the IFU and training manual indicates that the correct orientation is based on procedure approach, is specified, and there are multiple checks in place for valve orientation prior to introducing into patient. In this case, the provided information indicated that the thv was crimped and implanted inadvertently with incorrect orientation. As such, available information suggests that use error (incorrect orientation) may have contributed to the reported event and subsequent death. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Dsedwards received notification from our affiliate in france. As reported, this was a case of an implant of a 23mm sapien 3 ultra valve, in the aortic position by transfemoral approach. After valve deployment the patient experienced immediate cardiac arrest. Resuscitation was initiated promptly with continuous chest compressions and administration of 3mg of adrenaline. Angiography confirmed patent coronary arteries, and echocardiography showed no pericardial effusion but an akinetic heart. ECMO (extracorporeal membrane oxygenation) support was implemented along with transfusion of red blood cells, without achieving satisfactory hemodynamics. A transesophageal echocardiogram confirmed absence of pericardial effusion, aortic dissection (also verified by aortography), and aortic root rupture. It was observed accumulation of blood in the left cavities indicating that the bioprosthetic valve was inverted. A second 23 mm sapien 3 bioprosthetic valve was implanted as a valve-in-valve. Electrical activity resumed following four external shocks for ventricular fibrillation, restoring sinus rhythm and hemodynamics, allowing transfer to intensive care. One day after the procedure the patient, unfortunately passed away. As per field clinical specialist confirmation, the doctor who crimped the valve was certified.